Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed with error 1870. The registered nurse had instructed the patient to change the batteries. The settings were reviewed: reservoir volume was 33.1 ml, infusion rate was 2 ml/hr, and 58.95 ml had been delivered. The infusion was restarted, but the alarm returned. The batteries were again removed and replaced, and the pump was restarted; however, the alarm persisted. The pump continued to alarm even with the batteries removed. The medication being infused was 5-fu. The patient was advised to contact their provider for further instructions. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.